Event description:
It was reported that 4 bd alaris¿ pump module smartsite¿ low sorbing infusion sets' ports separated from their filters while mixing chemotherapy medicine. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "item number 11532269 lot # 200665136 reportedly had several items where one of the ports appears to be unglued going into the filter." "For the next week until 10/2, we double checked every set prior to use to ensure none were faulty - another 4 sets were identified on 10/2 during medication preparation"

Manufacturer narrative:
H.6. Investigation: a complaint of a port being unglued on various items was received from the customer. 5 samples were returned for investigation, and through visual inspection the customer complaint was verified as separation. A device history record review for model 11532269 lot number 20065136 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The exact root cause could not be determined due to possible loss of solvent traces during decontamination, but probable root causes for this failure include insufficient solvent added for engagement or excessive force applied during packaging/use. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of misassembly with lot #20065136 regarding item #11532269.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 bd alaris¿ pump module smartsite¿ low sorbing infusion sets' ports separated from their filters while mixing chemotherapy medicine. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "item number 11532269 lot # 200665136 reportedly had several items where one of the ports appears to be unglued going into the filter." "For the next week until 10/2, we double checked every set prior to use to ensure none were faulty - another 4 sets were identified on 10/2 during medication preparation."